Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medbank tower fingerprint reader was not working user connected to the unit and restarted the device, but the issue still persisted.however, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower fingerprint reader was not working user connected to the unit and restarted the device, but the issue still persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation & other occupation, section g report source a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint reader was not working. A technical support specialist connected to the unit and restarted the lumidigm services; however, customer attempted to log in again without success, as the blue light activated but no further response occurred. Three other nurses had previously attempted fingerprint login with the same result. Tss advised customer to re enroll the fingerprints. Tss then called the customer again and confirmed that nursing staff were able to log in successfully using their fingerprints. The system functioned as intended after the technical support specialist investigated the issue.